Manufacturer narrative:
During the quality investigation, the customer's complaint was confirmed; the device overheated during testing. There was corrosion damage to the rotor and there was heat damage to the press plug and the motor. The mid speed motor was identified as the primary cause of the event. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro sagittal saw was sent in for repair due to smoking during testing. There was no pt involvement; no adverse event was associated with the device.